Event description:
This lead was implanted (B)(6) 2008 and remains implanted at this time. A product experience report received on 09/27/2016 stated that on (B)(6) 2016 the lead had an oversensing problem. It was seen that it came from the artifacts which provoked during handshaking and pressing. The physician was dr. (B)(6) at (B)(6) in (B)(6) germany. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).